Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia with blood glucose exceeding 400 mg/dl for several hours while using the ilet system with a contact detach infusion set, without visible leakage or kinking, and the device provided prolonged high glucose alerts. Symptoms included hyperglycemia. Outcomes included the user¿s decision to switch to manual or backup insulin therapy without seeking professional medical intervention and without ketone testing. Investigation included troubleshooting and education on potential causes of elevated glucose. Investigation of this case revealed an unclear cause for the hyperglycemia, with no confirmed device malfunction or infusion set failure identified through user inspection and counseling. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.